Manufacturer narrative:
On july 11, 2023, mentor became aware that information was inadvertently omitted in the in the initial report. Manufacturer¿s reference number: (B)(4), in the initial report, h10 additional manufacturer narrative should have been populated with the following data: on may 06, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On july 11, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old female patient underwent a primary breast augmentation surgery with 400cc mentor memorygel breast implants. Post-operatively, the patient experienced dissatisfaction with the appearance of her breasts. As a result, the patient underwent removal and replacement with 775cc mentor memorygel breast implants on (B)(6) 2023. During the procedure, it was discovered that the patient¿s right prosthesis was ruptured. There were no surgical delays or patient consequences reported due to the rupture discovered during the explant procedure. This report is for the left implant. Refer to manufacturing report number 1645337-2023-04870 for the contralateral event.